Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
After cup was impacted to plan and trials reduced, the trials were unstable and dr (B)(6) realized the inclination of the cup was off. We pulled out the cup then impacted with the handle to what was needed. The inclination was over 20 degrees off. Surgical delay- =15 minutes. Case type: tha. Will be putting all files online in the share drive under complaints. Will be labeled. (B)(6), mph. On (B)(6) 2019.

Event description:
After cup was impacted to plan and trials reduced, the trials were unstable and dr (B)(6) realized the inclination of the cup was off. We pulled out the cup then impacted with the handle to what was needed. The inclination was over 20degrees off. Surgical delay- =15 minutes. Case type: tha. Will be putting all files online in the share drive under complaints. Will be labeled (B)(6) mph 1/2/19.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: an event regarding inaccurate cup version involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 388 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were 19 other reported events ((B)(4)). -conclusion: the registration accuracy was acceptable for the first three registration attempts, but not for the last attempt due to an array shift between the 3rd and 4 registration attempts. This bone array motion caused the patient landmarks to be in a different space than the point cloud.